Manufacturer narrative:
(B)(4). Approximate age of device - 9 days. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2016, the patient experienced mental status changes and left ptosis. A head CT scan revealed a subdural hematoma. It was reported that the patient¿s left ventricle was quite calcified prior to implant; however, this episode of cva that occurred on (B)(6) 2016 was a subdural hemorrhage. Anticoagulation therapy was held and coagulopathy was reversed. The patient was not yet started on postoperative coumadin therapy, but had been started on neuro protocol heparin on (B)(6) 2016. The partial thromboplastin time (ptt) values were therapeutic, with only one reported elevated ptt greater than 200 seconds at 0400 on (B)(6) 2016. It was reported that this value was questionable as it was markedly out of range compared to previous and later values. On (B)(6) 2016, a digital subtraction angiogram performed was unremarkable for other aneurysms. The cerebrovascular accident resolved without sequelae and the patient was improving well. The only deficit was with information recall and word finding capability; speech was clear and there was no notable fine motor deficits. The patient was somewhat disoriented, and it was reported that this hadn¿t resolved from surgery, suggesting some degree of hospital delirium. The patient was notably emotional and tearful. It was reported that the patient has had a history of unreported cerebrovascular accidents (cvas) in the past, and that this emotional state was baseline. The current plan of care is to monitor and progress the patient per post-surgical protocol.

Manufacturer narrative:
A correlation between the device and the reported subdural hematoma could not be conclusively determined. Stroke, bleeding, neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.